Event description:
The notification received for the sapphire study indicated that during the index procedure, the angioguard had retrieval difficulty as the capture sheath did not engage the filter and a shuttle sheath was introduced and the filter was captured successfully uneventfully. Upon removal of the filter basket, debris was noted. The vessel was 80% stenosed, with moderate calcification and tortuosity. It was specifically indicated that there were no issues with the marker bands.

Manufacturer narrative:
Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 02400127. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Since the product or films of the procedure will not be returned, there is not enough information to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.